Manufacturer narrative:
Investigation showed that no remarks were reported in the batch record filling. All syringes were visually inspected for foreign material by qualified operators. Items with particles or fibers were rejected. One used, empty syringe and a dvd were received by manufacturing. Unfortunately, the foreign material was not returned. The fiber visible on the picture and on the dvd could not be observed. The syringe and dvd were forwarded to the cannula manufacturer for further investigation and documentation in a separate investigation record. Per the cannula manufacturer's investigation, one opened cannula in a syringe, along with a dvd, was received. A visual inspection was performed per facility procedure and the sample was found to be nonconforming with procedural residue and a fiber on the cannula. The fiber sample was sent for ftir particulate analysis. The particle evaluation was completed and the fiber was identified as polyethylene. This material is not used in the manufacturing process of this product nor in any of the packaging items for this product. The visual inspection criteria are to reject any example of foreign material of this size. Therefore, how the foreign material was introduced to the cannula cannot be determined from the evaluation. However, as the cannula was found to have procedural residue on it, there is a potential that the observed fiber attached itself to the cannula post operation. No information was found to be on the dvd, therefore no conclusion regarding the returned sample could be made from investigation of the dvd. A review of the associated cannula device history records (DHR) has been performed and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. A complaint history examination indicates that this is the first complaint for the reported issue associated with the related cannula lots. The exact root cause for this complaint is unknown, therefore specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. As the issue is an isolated event, no CAPA is formulated however, further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a fibrous foreign material came out of a viscoelastic product and entered the patient's eye during surgery. The foreign material was removed from the patient's eye during the irrigation and aspiration phase of the procedure. There was no harm to the patient. Additional information has been requested.